Manufacturer narrative:
Correction - h6 device code should include "over-sensing" instead of "incorrect measurement"

Manufacturer narrative:
Visual examination found the helix was retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted when torque applied to the inner coil. The full helix extension length was measured within specifications. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that review of pacemaker transmissions revealed episodes of false positive atrial arrhythmias, so atrial lead dislodgement was suspected. An x-ray was performed that confirmed the atrial lead was dislodged into the ventricle. The physician attempted to reposition the lead, but the helix was clogged with tissue and unable to fully retract, so the lead was explanted and replaced. There were no adverse patient consequences.